Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract during an eco-study procedure. The following information was provided by the initial reporter: "the product did not retract while being used. Manager of the office stated that they have used these type before with no issues. The were no needlestick injuries and they were performing ecostudies procedures. No other patient specifics provided."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract during an eco-study procedure. The following information was provided by the initial reporter: "the product did not retract while being used. Manager of the office stated that they have used these type before with no issues. The were no needlestick injuries and they were performing ecostudies procedures. No other patient specifics provided."